Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed via longevity calculations. Tests were performed and no sources of high current were found. The cause of the premature battery depletion remains undetermined.

Manufacturer narrative:
(B)(4).